Event description:
It was reported that at system start up for a da vinci prostatectomy procedure, the site experienced multiple occurrences of system error code 20105. With the assistance of an isi technical support engineer, the cable connections were checked; however, the system error persisted. The patient was under anesthesia when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system error code 20105 was associated with one of the remote interface adapter printed circuit assembly (ria pca) boards, endoscopic camera manipulator (ecm), and multiple servo driver (msd). An ria pca is assigned to each system arm and performs numerous functions related to the function, control and hardware fault monitoring for its assigned arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system contains two multiple servo driver (msd) pca boards which provide drive current to the servo motors associated with each degree of freedom for each system arm. The system was repaired by replacing the affected ria pca, ecm and msd. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20105 appears when an auxiliary voltage error is detected during self-test. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. As of january 4, 2011, there have been no reported recurrences of the issue at this hospital.